Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni result was due to wash 1 sensor being in direct contact with wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant advia centaur troponin result was obtained on a patient sample. The result was reported to the physician. The sample was retested in duplicate and the corrected result was reported. There are no reports of patient intervention or adverse health consequences due to the discrepant troponin result.